Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypo tube, mid shaft, inner or outer polymer extrusion. The crimped stent was examined and distal damage was noted; distal strut row 1 was slightly flared. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. No issues with the balloon or tip sections. The tip was visually and microscopically examined and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-aug-201. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. An 18x2.90mm, eccentric, de novo, with a >=90 degree bend target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After pre-dilation was performed, a 3.00x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.